Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to the patient receiving a shock. Oversensing and undersensing were observed on the right ventricular (rv) lead. Rv pacing impedance and rv coil impedance increased. The right atrial (ra) lead was observed to have undersensing. Later that same day, another alert was triggered for short v-v intervals and non-sustained episodes on the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.